Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in clinic, high out of range, high voltage pacing lead impedance was observed. Patient was asymptomatic. Programming changes were made. The patient was stable before, during, and after the interrogation and will continue to be monitored.